Event description:
It was reported that: "the manta would not advance through sheath." The issue was identified during use on patient. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the manta would not advance through sheath." The issue was identified during use on patient. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn# (B)(4). One unit of manta, sheath and dilator were returned for evaluation. Blood particulates were noted on all of them. The units were dec ontaminated and inspected. Manta was locked into the sheath with the lever actuated. The components were not pushed out of the lumen. The device lot history record review for lot number mn2301556 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Customer stated, "manta would not advance through sheath". Per product return, the manta was locked into the sheath. It is likely that the customer could have experienced a severe resistance in advancing the bypass tube. No confirmation on the degree of resistance experienced was provided. Functional testing for resistance cannot be performed due the manta locked into the sheath. The IFU states the following if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. A CAPA was previously opened under teleflex quality system to address this issue. The root cause is related to lack of production and process controls that led to a shift in button valve performance. The corrective action within the CAPA led to a decrease of the issue by 50% rate and further investigations will be initiated if the occurrence rate exceeds the limit as per the CAPA. The der process will continue to monitor for any similar events.